Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient experienced pain at the coil area, which could not be resolved with antibiotics. Further the recipient had no benefit with the device likely due to the reported bone growth above the implant. In addition one channel has been disabled due to poor sound quality. This is a final report.

Event description:
The user had pain around the coil starting two years ago. The user hardly used the processor due to the pain. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had pain around the coil starting two years ago. The user hardly used the processor due to the pain. The device was explanted. A reimplantation is considered in a couple of months.